Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The reported complaint was confirmed. The root cause was a faulty downstream occlusion sensor. This was replaced to correct the reported issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had cassette not attached alarm activated. There was no reported patient involvement.